Manufacturer narrative:
(B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. There was full collar and shaft detachment and there was blood present in the shaft of the device. The separation is indicative to twisting the device as the collar was in shape, but the shaft appears to be twisted off from the collar. At 7.6cm-18.2cm distal from the detachment, the shaft was flattened. There were numerous shaft kinks, and the tip of the device was severely damaged. This device met manufacturing specification.

Event description:
Reportable based on device analysis completed on 13dec2022. It was reported that the device got stuck in the guiding catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery and left circumflex artery. A 7f guidezilla ii catheter guide-extension was selected for use. During the procedure, it was noted that the tip of the guidezilla got stuck in the 7fr launcher guiding catheter. The guiding catheter was removed and the procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a full collar and shaft detachment.